Event description:
The vanishpoint 1cc tuberculin syringe, is packaged and looks very similar to the vanishpoint insulin syringe. 1. Both syringes have similar labeling and the packages and syringes are the same size. 2. Although the package for the insulin syringe has more orange on it, orange is used on both packages. 3. The color orange is also used on both syringes. 4. Orange is associated with insulin syringes and insulin syringe packaging.